Event description:
Customer reported that a pump declared an altitude alarm 21, which caused blood glucose levels to exceed 500 mg/dl, as the specific value was displayed as ¿high.¿ there was an adverse impact to the customer¿s blood glucose level. To address the high blood glucose level, customer administered a correction bolus via the pump and did not require assistance from a third party. Although the pump was in warranty, cts decided to replace it, providing a pump with updated software and ensuring the customer understood the process of receiving and returning the pump. Customer will continue using the current pump when possible and revert to mdi if necessary until the replacement arrives. A replacement pump with updated software was sent, and caller acknowledged necessary steps upon receiving it.